Manufacturer narrative:
The investigation was started; the results will be provided in a follow-up report.

Event description:
It was reported that during use the device was suddenly showing a black screen and powered off. The affected device was exchanged by the user in time in a controlled maneuver. There was no patient injury reported.

Manufacturer narrative:
The investigation of the affected savina with product serial no. (B)(6) based on the reported event and provided photos. No logfile was available. According to the photos it could be recognized that the affected pcb controller is not specified for the used savina device. An old pcb controller from a scrapped device from 2002 was used in this savina (produced in 2015). The photos document this and the complaint states that a third-party company has previously carried out the repairs. This is all customers responsibility and not the responsibility of draeger. However, the device behaved as specified and alarmed a detected deviation. A deviation with the electronic system is indicated by a high priority alarm. Ventilation is continued as long as patient ventilation is ensured within the acceptable tolerance range and alarm limits. Or- in case a deviation within the electronic system causes deviations out of defined tolerance range a software-controlled restart (reset) of the whole electronic system is the measure to solve the problem. The pneumatic system opens which reduces airway pressure to ambient pressure and spontaneous breathing is possible for the patient. This system-reset is combined with an audible and visible alarm of high priority. If the deviation is corrected by this reset (reversible) savina will continue ventilation with last settings after not later than 12 sec. The hospital technician performed the onsite check and diagnosed the psu was faulty. A replacement the psu solved the reported issue. The risk assessment concerning the reported event does not reveal any new or additional risk with respect to the known risks at the time of product design, during product improvement process and risks to be expected in the frame of the intended purpose; consequently, this is considered within the device safety concept. H3 other text : device not available for investigation.

Event description:
It was reported that during use the device was suddenly showing a black screen and powered off. The affected device was exchanged by the user in time in a controlled maneuver. There was no patient injury reported.